Event description:
A customer contacted bekman coulter regarding erroneously elevated troponin (accu tni) results from eight (8) different pts that were generated by the access 2 instrument. The pt samples were tested from 10/14/05 - 10/23/05. The customer indicated that the accu tni results obtained from 8 pts were in the range of 0.96ng/ml - 3.64ng/ml. The physician questioned one accu tni result as it did not fit with the pt's clinical picture. The customer re-spun the pt orignal sample and re-tested for accu tni on the access 2 instrument; the result was 0.01ng/ml. The customer then noted that there had been more elevated accu tni results reported. The customer re-spun the original pts' samples and tested for accu tni on another instrument in their lab. The accu tni results obtained from another instrument were in the range of 0.00 - 0.05ng/ml (for pts 1 - 8). The customer indicated that there was no change in pt treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc was within specifications on 10/22/05. On 10/23/05 qc level I was outside of the range, but when repeated recovered within range. System check performed on 10/20/05 was within the specifications. The samples were collected in bd lithium heparin tubes and centrifuged at 8,504 rpm for 3 minutes. The customer addressed pre-analytical sample handling with the phlebotomy team to insure that samples are mixed per the MFR recommendations. A field service engineer (fse) was dispatched to the customer lab. The fse did not note any hardware problems. The fse performed a preventive maintenance (pm) on the instrument. No additional info regarding the pm was provided. The fse verified that the instrument was operating within specifications. Although pre-analytical sample handling may have contributed to this event, a clear root cause of this event has not been determined. A malfunction will be assumed for the purpose of this report.